Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be due to "inspector/inspection error causing unawareness of defect or type of information". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick home care disposable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated the purewick urine collection system was not suctioning during the night. As per follow-up information received on 19aug2021, it was stated that the patient had never been showed the correct way to place the wick rather user only watched videos.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the purewick urine collection system was not suctioning during the night. As per follow-up information received on (B)(6) 2021, it was stated that the patient had never been showed the correct way to place the wick rather user only watched videos.